Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced. The system functions as intended.

Event description:
The customer reported that the 8800 system will not boot up. No patient injury was reported.